Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 10 mg/ml (dose 4 mg/day) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Over the weekend ((B)(6) 2015), the pump went dry and the reporter wanted the company representative (rep) to come to the hospital to silence the alarm. Patient symptoms were not reported. The patient did not have a healthcare provider (hcp) as she felt he was not competent. The patient was put on an "oral protocol" for her medications until she was able to get into pain management for an appointment next month. On (B)(6) 2015, additional information was received from a consumer indicated no one came to the hospital before she was discharged and would like someone to come to her primary care provider's office to silence the alarm. The patient was now at home and wanted someone to meet her at her primary care center's office. Additionally, on (B)(6) 2015, information was received from a consumer indicated the patient was an hour and a half away and wanted to meet the rep at her primary care physicians. She was trying to get her alarm silenced. It was noted when she was inpatient, the nurse spoke to one of the reps who swore they would be there before noon and waited until 3pm on (B)(6) 2015 and (B)(6) 2015 (when they paged the rep) they were supposed to go. The patient would like to go back to work and having a pump that was alarming every ten minutes was not conducive. The patient would be seeing a hcp on (B)(6) 2015 at the pain management clinic. The patient was redirected to the hcp to work on getting the clinic to page a rep if they felt it was appropriate. She was currently on an oral protocol (8 mg of dilaudid every 2 hours, 2 (10 mg), norcos every 4-6 hours and 25 mcg per hour fentanyl patch. She was extremely well controlled at the moment and not experiencing any withdrawal. It was noted they went through so many pain and medication combinations and doses for her to find this one. On (B)(6) 2015, she was supposed to try to go to 4 mg of dilaudid and see how it went and if she did not have any withdrawal will stay there. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a healthcare professional (hcp) on 2016-mar-25. It was reported that the past ((B)(6) 2015) the patient had let their pump go empty and had withdrawal symptoms as a result.

Manufacturer narrative:
(B)(4).